Manufacturer narrative:
A patient experienced ineffective stimulation for targeted pain pattern ¿ posterior knee pain was reported to abbott. The physician also performed a nerve block which only helped temporarily. An additional s1 lead was added to provide effective relief of their posterior knee pain. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken on (B)(6) 2023 wherein an additional left s1 lead was added. Effective therapy was established.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8661214.

Event description:
It was reported that patient experienced ineffective stimulation for targeted pain pattern ¿ posterior knee pain. Reprogramming was attempted to no avail. The physician also performed a nerve block which only helped temporarily. Surgical intervention may be undertaken to address this issue.